Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist (tss) remoted into the device, verified the populated button and zones and no issues were identified. Tss asked the user to check if drawers 02 and 03 could be opened and the user confirmed they could. Tss then requested the user to try again and then proceeded to do so. Tss confirmed that the drawer 2 opened without any issues. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower the user attempted to issue the medication, but the drawer did not open even after they got approval to retrieve the medication. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.